Event description:
It was reported that before an unknown procedure, clip bitten in two staggered and was not seated properly, inability to use. It is unknown how the procedure was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Lockout. Additional information was requested. The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips and locked out as intended but the orange indicator was noted over traveled. Please note that this finding is unrelated with the report incident. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.